Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. It was noted the flow sensor flapper was stuck to the top of the housing. The flow sensor was replaced, and the unit was returned to service.

Event description:
The hospital reported that the unit delivered more that 20% than the tidal volume requested. There was no report of patient involvement.